Event description:
It was reported that during the implant procedure the physician was unable to connect the right atrial (ra) lead. The screw "kept on turning" with no grip, and the physician decided the setscrew was stripped. The device was not used and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a loose/detached set screw. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.